Manufacturer narrative:
Results: bd had received 1 photo for investigation. On visual inspection of the photo, it can be observed the syringe has excess of silicone inside. The tip of the syringe is full of silicone. DHR of lot 1609050p has been reviewed not finding any annotation or deviation regarding the alleged defect. Silicone is employed during syringe assembly process to lubricate the cylinders in the silicone station. This defect has been produced by a failure of the silicone sprayer. Silicone content test is done during manufacturing process. On checking the results for this test on lot 1609050p they are within specification limits. Conclusion: silicone is employed during syringe assembly process to lubricate the cylinders in the silicone station. This defect has been produced by a failure of the silicone sprayer.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported there was foreign matter like silicone on the stopper inside the barrel of a bd 10ml syringe luer-lok¿ tip. No medical interventions reported.